Event description:
The customer reported to beckman coulter (bec) that about (2-3 ml) of cleaner was leaking from the wash collar on the unicel dxh 800 coulter analyzer. The leak was contained within the instrument. The customer also reported that latron required multiple runs to obtain acceptable results. The leak did not affect samples or reagent integrity and there was no evidence of cross-contamination. The leak did not impact electrical or optical performance of the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing gloves and a laboratory coat at the time of this event. There was no report of exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this incident. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse performed probe wash collar adjustment several times to get the right height of the probe with respect to the vacuum port in the collar. The adjustment performed by the fse resolved the leaking. The fse replaced the tube gripper in the single-mode presentation module as incidental service. The fse also performed sample aspiration module (sam) alignments. Failure mode was attributed to improper adjustment of the probe wash collar. However, the unacceptable latron results alerted the operator to an instrument problem. (B)(4).